Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation, the j7 wires inside all of the ecgs were not soldered to the ECG pcas. The root cause for the unsoldered j7 wires was an assembly error. An internal corrective action has been issued. No adverse event resulted from the strained cable.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the ecgs were non-functional.